Manufacturer narrative:
The reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the back enclosure casing. The reported complaint could not be replicated during the functional evaluation. All functions were tested and performed as expected and everything was working within specification, device arrived with a 92% charge and was then charged to 100% without issue. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.

Event description:
Renasys touh device on a patient with dehisced surgical wound. Device failed to charge, pt was mobile however he could not move from the bed as the pump was not holding its charge only when plugged into the mains.

Event description:
It was reported that during therapy the device failed to charge. The patient was mobile however he could not move from the bed as the pump was not holding its charge, it only works when plugged into the mains. No patient harm was reported.